Event description:
The clamp leg (occluder foot) was broken and as a result, the clamp lost function. The transfer set had been in place for 3 days (placed 3 days before event date). On 04/09/2006, the clamp lost ability to shut off. The transfer set was changed on one day after, and at that time it was discovered that the occluder foot was broken. There was no patient injury or medical intervention reported by the international affiliate.